Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had critical pump error and pump error and button was unresponsive. The customer¿s blood glucose level was 210 mg/dl. Customer stated the scroll bar was not moving with no input. Customer stated using the up arrow does not allow them to navigate screens. Customer stated using the down arrow does not allow them to navigate screens. Customer was unable to clear the alarm. Customer stated all buttons were not responding. Customer stated the bolus menu was not available. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with a critical pump error (open book image) alarm and a broken force sensor was detected during seating or regular delivery error alarm due to the force sensor flex cable incompletely plugged in. Unable to perform the self test, displacement test, rewind test, prime test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test or verify unresponsive keypad due to critical pump error (open book image) alarm.